Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the pt has swelling and redness at the pocket and incision site. The pt was admitted to the hosp and had the entire system explanted. The physician believes that the infection is related to the implant procedure. The pt was prescribed oral antibiotics.